Manufacturer narrative:
This follow-up report is being submitted to correct the event description in the initial report. The failure mode was not clv unit error (e201) , but actually clv unit error (e202). Olympus re-evaluated this event and determined that the failure mode is not a MDR reportable malfunction.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Clv unit error (e201) occurred. There was no report of patient injury associated with this event.